Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) review: DHR shows no abnormalities related to the reported issue. Failure analysis & root cause: the returned d05604001 light source was in used condition with discolored light guides. Lumen testing found the light intensity to be within specifications. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the xenon light source has a yellow color inside the light guide. It was described as very high light intensity which burned light guides within 20 to 60 minutes with no presence of smoke. Light output measured at largo sro was 2433 lumens.